Event description:
On 07/09/2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: a visual inspection of the pump showed that there was moisture visible behind the display lens. Unrelated to the initial complaint, the pump¿s casing was cracked near the top right corner of the display lens. The pump failed a leak test due to the crack in the pump¿s casing. The pump powered on to a blank display screen. The pump covered was removed and moisture was found throughout the inside of the pump.